Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope was not displaying an image on the monitor during a low anterior resection procedure. The event did not result in any delay to the procedure. The procedure was completed successfully with the same device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. It was noted, the reported issue regarding "no image" was due to a malfunction of the imaging unit. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.